Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the very calcified, very tortuous right coronary artery (rca). The unknown size liberte bare metal stent was stripped off the stent delivery balloon inside of the patient. The physician was unable to locate the stent. The procedure was completed with a non-bsc stent. Patient status reported as "good". Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.